Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-12990 knee scorpion had an issue, the top jaw snapped off at the apex. This was discovered during use with no impact to the patient. Additional information has been requested. On 04/27/2022, the sales representative stated the following information via phone: this event occurred during a meniscal root repair procedure, the top jaw broke, and all fragments were retrieved. A new knee scorpion was used to complete the case successfully with no impact to the patient. He confirmed that he only wanted to report the complaint, no action was requested.